Event description:
It was reported that balloon rupture occurred. A 4.50 mm x 12 mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed, and the procedure was successfully completed using a different device. No patient complications were reported, and the patient was in good condition following the procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.